Event description:
Caller reported the accutrend plus meter displayed sparks and smoke when a strip was inserted. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).